Event description:
Olympus was informed that during a therapeutic transcervical resection (tcr) procedure, the cautery tip at the distal end of the curette broke off and fell into the patient's body. The fragment was retrieved using flexible forceps and the intended procedure was completed using another similar device. There was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be conclusively determined and is being judged as unknown. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. The case will be closed on olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.